Event description:
It was reported by the patient that she's always hungry, having problems swallowing and when she swallows it hurts when food is going down. She advised that the surgeon's office is in a bad neighborhood and the support services are held at this location. She does not feel comfortable going there. Her expectation from the surgery was that she was not going to feel hungry and she would not have to count carbs and proteins. She has tried a few diets, weight watchers, opti fast. She has had two fills. The port has rotated and is perpendicular. The surgeon is still able to access the port. The caller thinks fill volume is at 8cc. Last appointment was 1-12-11 no fill given. Expressed inability to eat certain foods such as bread. Next visit is in a month.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information unavailable. The device was not returned. Device remains implanted.